Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 16 synergy¿ drug eluting stent, during removal of the device from the containing hoop, the stent was noted to be not properly and smoothly loaded to the delivery system. The stent was nicely crimped over the balloon but some struts were not sitting properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery catheter (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts located on distal rows 1- 7 were stretched distally over the distal markerband and distorted. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 16 synergy¿ drug eluting stent, during removal of the device from the containing hoop, the stent was noted to be not properly and smoothly loaded to the delivery system. The stent was nicely crimped over the balloon but some struts were not sitting properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.